Manufacturer narrative:
It was initially reported that a ventilator's display was replaced to address an issue. The device's display was not replaced, the software was reloaded to address the issue.

Manufacturer narrative:
The device was evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator's display screen was dark. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was unable to be viewed. The device's lcd screen will be replaced to address the issue.